Event description:
The mother of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor would not power on further than the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval the computer analog board and defibrillator board were damaged, preventing the monitor from powering up. The cause for the damaged boards cannot be positively determined but was likely the result of mechanical shock from a drop. No adverse event resulted from the damaged boards. The pt received a replacement monitor.